Event description:
On 21-jan-2026 it was reported that on approximately (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 20 mg/dl, resulting in hospitalization. The user was admitted to the hospital, treated with IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids. Engineering log review was limited due to the absence of accurate device data corresponding to the reported event period, as the device had been powered off for an extended duration resulting in loss of valid date and time information. No malfunction alerts were identified in the available logs, and insulin delivery behavior observed in the closest matching data appeared consistent with expected operation. Due to the lack of reliable device data, incomplete event timing, and the user¿s inability to recall details of the event, the cause of the hypoglycemic episode could not be established. If additional information becomes available, a supplemental MDR will be submitted.